Event description:
It was reported that the pt is alleging harm caused by the device, however, the nature of the harm is unk at this time.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Eval summary: neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unk, but supplemental information in the form of part and lot numbers for some components was received. The device history records for the femoral component, patellar component, articular surface and stem extension were reviewed for deviations and / or anomalies with no deviations/ anomalies identified. The lot number of the tibial component is unk; therefore the device history record could not be reviewed and a product history search for related complaints could not be conducted. Review of the compatibility matrix identified that all the components are compatible. These devices are used for treatment. A complaint history search identified no other complaint for the part/lot combination of the products. Upon review, this new information does not provide any detail that could help to determine the root cause. Therefore, the conclusions of the investigation, prior to receiving this new information, remain unchanged. A definitive root cause cannot be determined with the information provided.